Event description:
It was reported that the patient with neck pain. He was evaluated and found to have osteomyelitis with kyphotic collapse of the vertebral body c5 and superior endplate generation c6. There was still concerned for continued instability given the splaying of the 5 and 6 spinous process posteriorly. An incision was made to undergo posterior cervical fusion so as to increase stability. The patient underwent a two-level anterior vertebrectomy and plate placement underwent c4-c7 posterior cervical fusion using posterior spinal instrumentation from c4 to c7, autologous local bone grafting, rhbmp-2/acs and demineratlized bone matrix (dbm). Per the op notes, the interspinous ligaments were removed at c4-5, c5-6 and c6-7. These spinous processes were removed to create increased fusion area posteriorly as well as to provide autograft locally. These grafts were then placed on the decorticated lamina and lateral masses. Following this, autograft was placed and following this, dbm was placed. Prior to placing the bmp, dbm and autograft, the wound was irrigated copiously. No complications were reported. The patient was placed in a miami j collar. Upon arrival, he significantly moving the bilateral upper and lower extremities. The patient was to be taken to the post anesthesia care unit. He was in stable condition. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.